Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. The customer's blood glucose level was 512-536 mg/dl. The customer administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.